Manufacturer narrative:
The reported events of loss of capture, high impedance, material cut, and failure to sense were not confirmed. As received, a complete lead was returned for analysis with the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that patient presented to emergency room after experiencing syncope. Upon interrogation it was found that patient's right ventricular (rv) lead exhibited loss of capture, loss of sensing, high out of range pacing impedance. During lead revision procedure it was found that the lead insulation was damaged and cut. The lead was explanted and replaced. There were no patient consequences.